Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported difficulty removing the balloon dilatation catheter from the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other nc trek rx device is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) coronary artery. An unspecified stent was deployed. A 4.5x8mm nc trek rx balloon dilatation catheter (bdc) was unpackaged without difficulty and prepped per the instructions for use (IFU) without issue. The 4.5x8mm nc trek rx bdc was advanced over an unspecified 0.014 guide wire, through an unspecified 6fr guide catheter, and to the deployed stent without difficultly; post-dilatation was successfully performed and the balloon was deflated without issue. During withdrawal, however, the balloon was noted to be flattened and was very difficult to retract through the guide catheter. As the physician did not want to lose guide wire positioning, force was applied to completely retract the bdc through the sheath. A 5.0x8mm nc trek rx bdc was then also unpackaged without difficulty and prepped per the IFU without issue. The 5.0x8mm nc trek rx bdc was advanced over the 0.014 guide wire, through the 6fr guide catheter, and to the deployed stent, also without difficultly; post-dilatation was successfully performed and the balloon was completely deflated without issue. During withdrawal of the bdc, however, strong resistance was felt against the guide wire and force was applied to completely retract the bdc over the guide wire. The procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.